Event description:
Employee reacted to a distinct musty order associated with opening a cardinal sterile pack. Treated in ER for a reactive airway problem, and released. Other staff have also complained of a musty odor coming from the packs. Staff have experienced headaches, eye irritation and mild nausea. None of these employees required treatment.